Event description:
It was reported that the pt began to experience "not getting any relief from the pump after being sick 3 weeks ago". Per the reporter, the pump "worked fine for 3 weeks then it stopped working". The pt was seen by the following hcp and it was uncertain "what was going on with the pt's pump". Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).